Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 343mg/dl. Tandem technical support reviewed pump data and found that the pump performed as intended. Reportedly the customer continued to use the pump for insulin therapy. Multiple follow up attempts were made to gather additional information and to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.